Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead had unstable thresholds, low impedance, oversensing and noise. It was also reported that pacing was unreliable. The lead was removed and replaced. No patient complications have been reported as a result of this event.